Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced vaginal discharge with foul odor, urinary tract infection, infection, inflammatory reaction, vaginitis, genital tract-skin fistula, pelvic peritoneal adhesions and recurrent bleeding abscess. Furthermore, it was reported that the plaintiff died. No cause of death was reported. Related to manufacturer reports: 2183959-2014-71295, 2183959-2014-71298.

Manufacturer narrative:
This was initially reported on the summary report dated 12/23/2014 under exemption (B)(4). Lawyer-filed report.